Event description:
Md explained he is treating a pt on whom he performed bilateral bunionectomy over 1 yr ago. He used vicryl suture on this pt which "spit" at 2 months post-op from one foot, but not the other. At 1 yr the same side spit again a suture, presumed to be vicryl, but which had a greenish color. Surgical drainage and removal of the suture was performed by the physician.